Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection (other)-describe: pid') in an adult female patient who had essure (batch no. C06473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient underwent essure confirmation test. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pain/pelvic pain"), alopecia ("hair loss"), mood swings ("hormonal changes- mood changes"), feeling abnormal ("hormonal changes: brain fog"), urinary tract infection ("infection: urinary tract"), fungal infection ("infection (other)-describe: yeast"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), depression ("depression/psych injury"), anxiety ("psychological or psychiatric problem condition : anxiety"), urticaria ("rashes or skin condition: rashes and hives"), rash ("rashes or skin condition: rashes"), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("hypersensitivity"), vaginal infection ("vaginal infection"), cystitis ("bladder infection") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (bilateral salpingectomy with removal of coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, pelvic pain, alopecia, mood swings, feeling abnormal, urinary tract infection, fungal infection, migraine, allergy to metals, depression, anxiety, urticaria, weight increased, rash, abdominal pain, back pain, hypersensitivity, vaginal infection, cystitis and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, cystitis, depression, feeling abnormal, fungal infection, gastrointestinal disorder, hypersensitivity, migraine, mood swings, pelvic inflammatory disease, pelvic pain, rash, urinary tract infection, urticaria, vaginal infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : new events-" abdominal pain, back pain, hypersensitivity ,vaginal infection, bladder infection , gi conditions" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection (other)-describe: pid') in an adult female patient who had essure (batch no. C06473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient underwent essure confirmation test. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), alopecia ("hair loss"), mood swings ("hormonal changes- mood changes"), feeling abnormal ("hormonal changes: brain fog"), urinary tract infection ("infection: urinary tract"), fungal infection ("infection (other)-describe: yeast"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problem condition : anxiety"), urticaria ("rashes or skin condition: rashes and hives") and rash ("rashes or skin condition: rashes") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (bilateral salpingectomy with removal of coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, pelvic pain, alopecia, mood swings, feeling abnormal, urinary tract infection, fungal infection, migraine, allergy to metals, depression, anxiety, urticaria, weight increased and rash outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, depression, feeling abnormal, fungal infection, migraine, mood swings, pelvic inflammatory disease, pelvic pain, rash, urinary tract infection, urticaria and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection (other)-describe: pid') in an adult female patient who had essure (batch no. C06473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient underwent essure confirmation test. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), alopecia ("hair loss"), mood swings ("hormonal changes- mood changes"), feeling abnormal ("hormonal changes: brain fog"), urinary tract infection ("infection: urinary tract"), fungal infection ("infection (other)-describe: yeast"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problem condition : anxiety"), urticaria ("rashes or skin condition: rashes and hives") and rash ("rashes or skin condition: rashes") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (bilateral salpingectomy with removal of coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, pelvic pain, alopecia, mood swings, feeling abnormal, urinary tract infection, fungal infection, migraine, allergy to metals, depression, anxiety, urticaria, weight increased and rash outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, depression, feeling abnormal, fungal infection, migraine, mood swings, pelvic inflammatory disease, pelvic pain, rash, urinary tract infection, urticaria and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs received-previously reported event ¿injury ¿updated to ¿pid¿, new events:¿ pain ,hormonal changes: mood swings and brain fog, infection: urinary tract, yeast, migraines/headaches, nickel allergy, psychological or psychiatric problems: depression and anxiety, rashes or skin condition: rashes and hives, weight gain¿, reporters added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.